Event description:
It was reported that the implants broke as depicted in the slides used during a presentation on nonunions. The slides show some broken implants that appear to be synthes products. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.